Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a microclave® clear neutral connector. The reporter stated that the connection between an unspecified microbore tubing device and the microclave itself was leaking during a patient's infusion. They noted a small pool of liquid on the floor after a ceftriaxone infusion. Leaking was also observed when the line was flushed with saline after patient disconnection. There was no report of any human harm.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.